Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-052 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/20/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/01/2015 with the following findings: the reported issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported issue. A cs-052 'call service alarm', which can be indicative of the type of issue that was reported, was observed in the black box data. Evidence of moisture ingress was observed behind the display lens. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump failed a leak test due to battery compartment and display lens leaks. The pump case was removed, and moisture damage was found on the display flex and other internal components; this device failure caused the blank display issue.